Manufacturer narrative:
E1: phone number: unknown, e3: occupation: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following reported information: there was obvious resistance in the assembly of the dilator, it cannot be successfully assembled and a kink was found. There was no blood loss, and the patient was stable. The procedure was completed successfully using a second angio-seal device.